Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sever pelvic pain/ pain") in an adult female patient who had essure (batch no. B61394) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included chlamydia test and bacterial vaginosis. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), weight increased ("weight gain"), fatigue ("fatigue"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the pelvic pain had resolved and the menstrual disorder, weight increased, fatigue, headache, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered fatigue, headache, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on an specified date, patient had underwent treatment due to complications from the essure device. She reported that she had continued bleeding post essure, cramping, bleeding longer than 7 days. Diagnostic results: (B)(6) 2014: hysterosalpingogram confirmed that the essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 27-feb-2018: reporters added and updated patient demographics. Historical condition were added. Updated suspect drug indication. Lot number provided. Added events abnormal bleeding (vaginal, menorrhagia), pain. Updated events and onset date. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sever pelvic pain/ pain") in a 28-year-old female patient who had essure (batch no. B61394) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included chlamydia test and bacterial vaginosis. Concomitant products included cilest (sprintec) and paracetamol (acetaminophen). On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems: depression") and anxiety ("psychological or psychiatric problems: mental anguish"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced fatigue ("fatigue"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), weight increased ("weight gain"), headache ("headaches"), abdominal pain ("abdominal pain") and back pain ("lower back pain"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the pelvic pain had resolved and the menstrual disorder, weight increased, fatigue, headache, vaginal haemorrhage, menorrhagia, dysmenorrhoea, depression, anxiety, abdominal pain and back pain outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, fatigue, headache, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on an specified date, patient had underwent treatment due to complications from the essure device. She reported that she had continued bleeding post essure, cramping, bleeding longer than 7 days. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: fallopian tubes were blocked on (B)(6) 2014: hysterosalpingogram confirmed that the essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-oct-2018: pfs received: added new events: dysmenorrhea, depression, mental anguish, abdominal pain, lower back pain and added concomitant medications. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sever pelvic pain/ pain") in an adult female patient who had essure (batch no. B61394) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included chlamydia test and bacterial vaginosis. On (B)(6)2014, the patient had essure inserted. In (B)(6)2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), weight increased ("weight gain"), fatigue ("fatigue"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the pelvic pain had resolved and the menstrual disorder, weight increased, fatigue, headache, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered fatigue, headache, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on an specified date, patient had underwent treatment due to complications from the essure device. She reported that she had continued bleeding post essure, cramping, bleeding longer than 7 days. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2014: fallopian tubes were blocked (B)(6)2014: hysterosalpingogram confirmed that the essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('sever pelvic pain/ pain') in a 28-year-old female patient who had essure (batch no. B61394) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included chlamydia test and bacterial vaginosis. Concomitant products included ethinylestradiol;norgestimate (sprintec) and paracetamol (acetaminophen). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"). On (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems: depression") and anxiety ("psychological or psychiatric problems: mental angush"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced fatigue ("fatigue"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), headache ("headaches"), abdominal pain ("abdominal pain") and back pain ("lower back pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the pelvic pain had resolved and the menstrual disorder, weight increased, fatigue, headache, vaginal haemorrhage, heavy menstrual bleeding, dysmenorrhoea, depression, anxiety, abdominal pain and back pain outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, fatigue, headache, heavy menstrual bleeding, menstrual disorder, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on an specified date, patient had underwent treatment due to complications from the essure device. She reported that she had continued bleeding post essure, cramping, bleeding longer than 7 days. Patient received treatment for: bleeding number of proximal coils: 1 on left cornua and 2 on right cornua diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: fallopian tubes were blocked. Diagnostic results: (B)(6) 2014: hysterosalpingogram confirmed that the essure device was successfully occluded. Batch no b61394 production date 2013-08-23 expiration date 2016-08-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jun-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('sever pelvic pain/ pain') in a 28-year-old female patient who had essure (batch no. B61394) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included chlamydia test and bacterial vaginosis. Concomitant products included ethinylestradiol;norgestimate (sprintec) and paracetamol (acetaminophen). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"). On (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems: depression") and anxiety ("psychological or psychiatric problems: mental angush"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced fatigue ("fatigue"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), headache ("headaches"), abdominal pain ("abdominal pain") and back pain ("lower back pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the pelvic pain had resolved and the menstrual disorder, weight increased, fatigue, headache, vaginal haemorrhage, heavy menstrual bleeding, dysmenorrhoea, depression, anxiety, abdominal pain and back pain outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, fatigue, headache, heavy menstrual bleeding, menstrual disorder, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on an specified date, patient had underwent treatment due to complications from the essure device. She reported that she had continued bleeding post essure, cramping, bleeding longer than 7 days. Patient received treatment for: bleeding number of proximal coils: 1 on left cornua and 2 on right cornua. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: fallopian tubes were blocked. Diagnostic results: (B)(6) 2014: hysterosalpingogram confirmed that the essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-may-2021: mr received. Reporter causality comment was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.